Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to infection around the abutment site. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Manufacturer narrative:
Per the clinic, during the explantation procedure on (B)(6) 2026, performed under general anesthesia, an ellipse of skin excision was created around the device to remove all infected and inflamed tissue. The bone bed was drilled out and sterilized under copious antibiotic irrigation. Additionally, traumatization from a previous fall of the surrounding scalp was noted, which was covered with dermabond glue to further protect the soft tissue integrity. Subsequently, the patient was hospitalized overnight for further observation.